Event description:
It was reported that during follow-up, noise was observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a fracture of the pacing coil was found close to the helix shaft consistent with fatigue. This fracture is consistent with the observation from the field of noise. External insulation abrasion was found at 7.7cm to 9.3cm from the distal tip. The etfe coating was intact at the same location.